Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 06/30/2020. H3 evaluation: one needle-suture combination in two section of product was received for analysts. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected. The tip and body of the needle were examined under magnification and no defects, damage or needle breakage were found; however, the end was cut and appeared to be by use of surgical instrument. Besides, the samples were tested by resistance test to needle and met the requirements. The other section of the suture was examined, the barbs, the first loop and second loop were noted to be as expected; however, the extreme was cut and it did match with the extreme of the needle/suture piece. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. According to the sample condition no breakage needle and fixation feature breakage was found on the sample.

Manufacturer narrative:
(B)(4). Additional b5 narrative: during the procedure, the loop part came off the suture easily.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the event description said ¿the needle was broken easily during continuous suturing¿ is the needle piece retained in the patient? If yes, please explain how was the needle retrieved from the patient? No further information is available. How the procedure was completed? No further information is available. Was there any patient consequence? There were no adverse consequences to the patient. Device return status/follow up we regularly contact with sales rep about the device returning. No further information will be provided.

Event description:
It was reported that a patient underwent an unknown surgery on (B)(6) 2020 and a barbed suture was used. During the procedure, the needle was broken easily during continuous suturing. There were no adverse patient consequences. No additional information was provided.